Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Information received by medtronic indicated that the keypad insulin pump was swollen and it was very hard to navigate. Customer stated that numbers were ramping on their own also the scroll bar was moving with no input. Customer stated that three weeks before insulin pump was exposed to change in altitude. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.